Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is first complaint reported for this product / lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A catheter break was confirmed on the outer close to the balloon proximal bond. The inner was stretched for 210mm between the outer break points. The sleeve was removed from the balloon with some difficulty. The stretched inner suggests that excessive force was used by the hcp and attempting to remove the sleeve resulting in the break in the device. Therefore, the investigation is confirmed for the reported break and difficulty to remove sleeve issues. The definitive root cause for the break and difficulty to remove sleeve issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the sleek otw product was reviewed and contains the following information relevant to the reported event: warnings: ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: ¿ carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ before removing catheter from sheath/guide catheter it is very important that the balloon is completely deflated. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. ¿ this catheter is not recommended for pressure measurement or fluid injection. Directions for use: ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of an angioplasty procedure, the balloon allegedly came off the hub while trying to remove the protective sleeve from the packaged balloon. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during preparation of an angioplasty procedure, the balloon allegedly came off the hub while trying to remove the protective sleeve from the packaged balloon. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during preparation of an angioplasty procedure, the balloon allegedly came off the hub while trying to remove the protective sleeve from the packaged balloon. There was no patient contact.